Event description:
Physician states that during a laminectomy in the lumbar sacral region, he was using the microscope to observe and repair a tear in the dura. At the completion of the procedure, the physician noted at the end of procedure a yellowish discoloration near the retractor and a circular reddish discoloration of the dermis surrounding the retractor site. The physician removed a small piece of the yellowish tissue and closed the wound. The thermal injury did not impact the outcome of the surgical procedure. The physician anticipates full recovery from the thermal injury without complications.